Event description:
It was reported that the angled nut broke off the 34khz small long angled sonopet handpiece without tip during setup prior to a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of the angle nut was missing was confirmed. When disassembling the disposable tip the tip joint should not be removed.

Event description:
It was reported that the angled nut broke off the 34khz small long angled sonopet handpiece without tip during setup prior to a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.